Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after the pump fell into water. The customer's blood glucose level was not impacted. The customer stated the alarm cleared in less than two hours.